Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a routine pulse generator changeout. At this time, it was discovered that the left ventricular lead exhibited high pacing threshold. The lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.